Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that a shaft break occurred. The 2.50 mm x 20.00 mm agent dcb mr was selected for angioplasty. As the device was being inserted into the guide catheter, the shaft broke. The device was removed and the procedure was completed successfully. There were no patient complications.

Manufacturer narrative:
B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. Device evaluated by manufacturer: returned product consisted of an agent dcb balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 75.6cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube. There was contrast in the inflation lumen, and blood present to the balloon folds. The balloon was tightly folded. The coating remaining to the balloon was minimal. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that a shaft break occurred. The 2.50 mm x 20.00 mm agent dcb mr was selected for angioplasty. As the device was being inserted into the guide catheter, the shaft broke. The device was removed and the procedure was completed successfully. There were no patient complications.